Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild calcification and 80% stenosis. A direct stenting was planned and the multi link 8 stent was advanced and positioned at the lesion without issue. However, the stent delivery system (sds) balloon failed to inflate. The connection with the indeflator was checked and no connection issue was noted. Therefore, inflation was attempted again, but the sds balloon could not be inflated. The sds was retracted with the undeployed stent implant still firmly on the sds balloon. Another multi link 8 device of the same size was used to treat the target lesion successfully. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products and therapy dates: guide wire: balance middleweight, inflation: merritt medical, guide cath: cordis 6f, rhv: merrit medical, sheath: cordis. Device code: no pre-dilatation. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.